Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient experienced itching underneath the therapy electrodes and that her skin was red. The patient consulted her physician who provided a topical treatment for the patient's skin. Follow-up indicated that the rash was improving.